Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup pump for insulin therapy, and a replacement pump was sent. The customer¿s blood glucose level was 191 mg/dl.